Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (500mcg/ml at 117.64mcg/day), morphine (2000mcg/ml at 470.6mcg/day), and bupivacaine (10mg/ml at 2.353mg/day) via an implantable pump for non-malignant pain and spinal pain. It was reported that the patient had reported pain at the pump site. During a routine pump replacement surgery, it was noted that there were a lot of crystallizations around the pump and catheter tubing. The physician removed the pump segment of 8780 and replaced it with 8784. There were no known factors that may have led or contributed to the issue. Free flowing cerebrospinal fluid (csf) was visualized prior to connecting the new pump segment to the pump. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status was alive - no injury.